Event description:
It was reported that during a stenting treatment procedure, stent damage occurred. The 90% stenosed and 8mm long de novo target lesion was located in the severely tortuous and moderately calcified mid right coronary artery (rca) with a reference vessel diameter of 2.75mm. The lesion was predilated with a 2x15mm non-bsc balloon reducing the stenosis to 80-90%. A 2.75x8mm promus element stent delivery system was advanced but encountered significant difficulty crossing the lesion, at which point the stent became deformed and shortened on the balloon. The device was successfully removed. Once outside the patient, the physician inflated the balloon and pulled the stent off the delivery device. The procedure was completed with another of the same device. No patient complications were reported and the patient's status is stable.

Manufacturer narrative:
Device is combination product. (B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that during a stenting treatment procedure, stent damage occurred. The 90% stenosed and 8mm long de novo target lesion was located in the severely tortuous and moderately calcified mid right coronary artery (rca) with a reference vessel diameter of 2.75mm. The lesion was predilated with a 2x15mm non-bsc balloon reducing the stenosis to 80-90%. A 2.75x8mm promus element stent delivery system was advanced, but encountered significant difficulty crossing the lesion, at which point the stent became deformed and shortened on the balloon. The device was successfully removed. Once outside the patient, the physician inflated the balloon and pulled the stent off the delivery device. The procedure was completed with another of the same device. No patient complications were reported and the patient's status is stable.

Manufacturer narrative:
Device evaluated by MFR: a visual and microscopic examination of the device found the device was returned with the stent dislodged from the balloon. The balloon was found to have the stent impressions on it and pillowing of the balloon indicating that the stent was crimped per process in the correct location during manufacturing. The stent was flattened and bunched in on itself. The balloon was not tightly wrapped and appeared to be subjected to positive pressure. This would have caused the stent to have deployed. Solidified contrast media was present within the entire length of the inflation lumen, therefore indicating the device had been used in vivo. The tip of the device was damaged and appeared to have a jagged like appearance. A visual and microscopic examination identified the hypotube was severely kinked between 480mm and 570mm distal to the strain relief. Several smaller kinks were also noted along the entire length of the hypotube. The lumen section of the section had several kinks along its length and had a curled up like shape. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications the most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).